Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed to open. The field service engineer (fse) identified a broken plunger on the drawer 5 matrix. The plunger and u-link were replaced, after which the drawer was able to recover and accessed successfully. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es npost-a1 main drawer 5 failed to access or secure hardware. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.